Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019 the patient called stating they woke up and their entire right leg was wet from drainage from the pump pocket site and reported wound dehiscence. The patient was told to come to the clinic immediately. Clinical evaluation showed incisional dehiscence approximately 1.5cm in length, there was no current drainage, and no signs or symptoms of infection. The patient was started on oral antibiotics and given 1 mg intravenous (IV) vancomycin in clinic. The patient was to return tomorrow for aspiration. On (B)(6) 2019 the patient was in clinic and did not have bloodwork done as ordered. The patient reported drainage. The exam showed decreased erythema and wound healing better; 1 mg IV vancomycin was ordered along with aspiration of site/pump pocket for culturing. On (B)(6) 2019 preliminary cultures have grown 1+ coagulation negative staph. The patient was advised to come to clinical for another aspiration for culture and another round of 1mg IV vancomycin. On (B)(6) 2019 aspiration of the pump pocket was performed. On (B)(6) 2019, surgery was performed to possibly remove versus resection of poorly healing scar. Once opened, the wound showed no sign of infection. The pump pocket was resected/repositioned, irrigated, and closed. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was pump pocket wound dehiscence. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incision site/device tract was pump pocket. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving fentanyl 2000mcg/ml at 300mcg/day and bupivacaine 20mg/ml at 3mg/day. Via an implantable pump. The indications for use were non-malignant pain and post-laminectomy pain. On (B)(6) 2019 it was reported that the pocket site had poor healing. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting performed was reported as antibiotics. The actions and interventions taken to resolve the issue was a surgical pocket revision. The pump pocket site looked infected so the physician did a pocket revision to clean it out and remove some de-hissed tissue. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further information was reported or anticipated.